Event description:
Information was received from a manufacturing representative (rep) via a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling zaps from the device. It was noted that the patient fell often. No action yet had been taken. The issue was not resolved at the time of the report. It was reported that a surgical intervention occurred; however, the rep later reported that no actions or interventions had been taken to resolve the zapping. The device status was remained in service and implanted. The patient was suggested to return to the urologist office but the patient had not gone into the office. It was noted that the patient could not remember when the zapping started, but it was a couple of years ago. The cause of the zapping was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.